Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant, when the physician was suturing the right ventricular lead, the electrogram (egm) signals were lost on the pacing system analyzer (psa). Different pacing cables and psa were tried, but there was still no signal. The physician cut the sutures and repositioned the lead, and the egms were regained. The physician elected to use a different lead instead as they believed there might be lead damage under the suture sleeve. The patient was in stable condition.

Event description:
Additional information - insulation damage of the lead was suspected.

Manufacturer narrative:
Additional information - b5, h6 (additional device code added: "473 - insulation").